Event description:
It was reported that the stent fell off and had to be snared. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A watchdog hemostasis valve and a synergy stent were selected for percutaneous coronary intervention. During the procedure, it was difficult to cross the stent through the watchdog. The stent fell off and had to be snared. The detached stent was fully removed from the patients body and the procedure was completed using a non-boston scientific (bsc) device. The patient was stable after the procedure.

Manufacturer narrative:
H6: impact codes: corrected.

Event description:
It was reported that the stent fell off and had to be snared. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A watchdog hemostasis valve and a synergy stent were selected for percutaneous coronary intervention. During the procedure, it was difficult to cross the stent through the watchdog. The stent fell off and had to be snared. The detached stent was fully removed from the patient's body and the procedure was completed using a non-boston scientific (bsc) device. The patient was stable after the procedure.